Manufacturer narrative:
(B)(4). The device history review for product visistat 35w 6/box, lot number 73m1400100 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler worked until about halfway through and then no staples would fire. The patient's condition was reported as fine.